Manufacturer narrative:
The pump was not returned for evaluation. Review of device's manufacturing documentation confirmed that the device met all requirements for release. The reported event of "high power" was confirmed via review of log files which revealed an increase in power consumption and estimated flow beginning on (B)(6) 2017. Multiple high watt alarms were logged on (B)(6) 2017. The site noted that patient was given thrombolytic (lysis) therapy. There is no evidence to suggest that a device malfunction caused or contributed to the event. Based on the available information, the most likely root cause of the reported "high power" event can be attributed to thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) displayed high power in the log files. The patient complained of dizziness, fatigue and hematuria. Vad thrombosis despite well-controlled inr (2.6 on admission). The patient was hospitalized and received thrombolytic (lysis) therapy. The vad remains in use. No further patient complications have been reported as a result of this event.